Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740fa, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that there was an implantable neurostimulator (ins) pocket concern. The patient stated that they had surgery about a month prior to the date of this report and afterwards, they noticed that the top of the ins was above the incision line. It was noted that the ins was at or below the incision line prior to the surgery. No patient symptoms were reported. The patient was to follow up with their healthcare provider (hcp). Indication for use is spinal pain.